Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the front light flashed during use. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the light source had a lamp on the front that flashes during use. The issue occurred during an unspecified procedure. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that panel was flashing due to turret motor failure and high brightness motor failure. Olympus will continue to monitor field performance for this device.